Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical the consumer when learning how to use his new insulin pump bolused 8 units of insulin. Subsequently, the consumer experienced a hypoglycemic event which did not require any emergency medical intervention. This is being reported as an adverse event under the FDA medwatch regulations.